Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the down arrow button was sticking when pressed. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer also reported there were cracks on the three corners of the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.